Manufacturer narrative:
The pump was received with an error alarm during the prime test due to a faulty force sensor. The pump also had a cracked case at the display window corner, minor scratches on the lcd window, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported via phone call that the customer's insulin pump alarmed with a compromised force sensor system during the prime process. The patient's blood glucose at the time of incident is unknown. The caller also mentioned cracks around the display window. No further details were given. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.